Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery charge issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reporter did not have appropriate accessories to charge the subject meter. There was no indication that the product caused or contributed to an adverse event.